Manufacturer narrative:
No malfunction occurred. The customer reported a patient death occurring as a result of staff not being aware of or hearing red alarms for the patient because staff were busy with medications and tending to other patients at the time. There was no evidence to support that audio was too low or that the product failed in any way. The issue is associated with user workflow/failure to hear provided alarms. The customer has not alleged that the product was a factor in the death. The customer has requested additional workflow assistance by adding intellispace event management/emerging interface to their system in the future.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
A patient experienced an asystole event and expired. The patient was described to have been monitored on telemetry. A nurse was busy with medications for one patient while another nurse was busy assisting a patient who was out of bed when the incident occurred. Staff did not hear a red alarm until they came back into the hallway. Use of the device is considered to be a factor. A patient death occurred.